Event description:
10/15/97 the cin spoke to the surgeon who stated 17 days post-op from the original procedure, the pt reported brown material coming out of the wound. The pt was re-op'd and the surgeon found a fistula from the staple line to the skin incision. There was no intra-abdominal contamination. The staple line was repaired with a partial line and the rest handsewn anastomosis. The pt remains hospitalized and surgeon does not expect discharge for at least another week. The female pt has severe diabetes and kidney failure. Surgeon stated pt also has many other medical conditions.